Manufacturer narrative:
Event date is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Manufacturer report number: 1627487-2022-00255. It was reported that an infection was present at the burr hole cover site. Surgical intervention was taken (B)(6) 2021 in which the system was explanted, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.